Event description:
It was reported that after implanting an intraocular lens (iol) three scratches were found on the optical part. Since the place where scratch was made was not in the center of the optical part, the lens was implanted in the eye as it was. There is no problem with eyesight after being implanted and no other health hazards issues have occurred. There was no patient injury reported. The doctor commented that there is a possibility that the inside of the lens is scratched and that the issue is not known until the iol is completely opened in the eye after implantation. No incision enlargement, sac laceration, sutures or vitrectomy were required. There was no effect on visual acuity post-op. Additional information indicated that there was no cartridge tip damage issue. They used balance salt solution (bss) which inside of the cartridge was filled. They pressed at a constant speed when the intraocular lens was extruded. The resistance during extrusion was as usual. Leaving time of the lens folded in the cartridge was within 10 minutes and when pushing the plunger, there was no problem. It was noted that the injector was discarded. No further information was provided.

Manufacturer narrative:
Pt. Info.: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted in the eye. Initial reporter first & last name: unknown, not provided. (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was observed that section "g2" should have included "company representative" which inadvertently was not selected in the initial MDR report;therefore, the information has been captured in this supplemental MDR report and the following field was corrected accordingly: section g2 report source added: company representative. Additional information: a video was received and reviewed by johnson & johnson subject matter expert (sme). Two video screenshots and their corresponding zoom-in images provided by customer were evaluated. The images show an implanted intraocular lens claimed to be a tecnis eyhance with optiblue monofocal 1-piece iol with simplicity model dib00v. During the video evaluation, scratches were identified. The root cause and the definitive clinical impact for the observed phenomena, cannot be determined from image assessment. The complaint issue "cosmetic issues" was observed during the video evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.